Manufacturer narrative:
Philips service replaced 3 hard disks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that defective hdds caused image database loss on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.